Manufacturer narrative:
Date of event is unknown; no information has been provided to date.one device was received for investigation. Per visual inspection, front cover scratched and nicked, plate clip discolored, line cord faded and worn, pole clamp gouged in the center, quick connect corroded, water tank cover cracked, outdated printed circuit board (pcb) and power switch, enclosure nicked and gouged in multiple places. The complaint was confirmed/verified during functional testing. The cause was a faulty pcb. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that when calibrating the device temperature pot was not adjusting. The event occurred during preventive maintenance. There was no patient involvement, and no harm/adverse event was reported.